Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery the snake arm was too loose and could not be tightened. It could no longer be tightened to hold itself. The product did not come in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis:functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable. If information is provided in the future, a supplemental report will be issued.